Manufacturer narrative:
(B)(4). Three attempts of contact with the dentist were performed, in order to obtain the missing information about lot number, but without success. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4)¿ the dentist reported that 3 months after the dental implant was in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone quality/quantity (bone type I).